Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference related MFR report#: 1627487-2018-10566. Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 and intraoperative testing indicated impedance issues with respect to the ipg. The ipg was explanted and replaced and the issue was resolved.